Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed, the reported low transmitter battery was not confirmed. Upon further review of the log a failed transmitter error was observed within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a failed transmitter error. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.